Manufacturer narrative:
The model# was not provided. The initial reporter's address and phone were not provided.

Event description:
A (B)(6) customer ran a blood test on the contour ts and received a reading of 2 space 3, indicating the segments may have been missing in the ten's column. No adverse event was alleged. The meter was replaced.